Event description:
It was reported that prior to the procedure, the console presented low energy intermittently. No patient outcome was reported. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that the device presented the reported low power issue. The fse proceeded to perform the high reflective (hr) mirror and srm mirror replacement. The malfunction found could have affected the device performance, concluded in some parts replacement and finally, no further issues were identified during service, and the console was confirmed to be fully functional after repairs. The reported complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that prior to procedure, the console presented low energy intermittently. There were no patient complications.